Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded high out of range pacing impedance measurements greater than 3000 ohms in the left ventricular (lv) channel. Technical services (ts) was contacted and reviewed the data available. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.